Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga336 - acculan 4 oscillating saw straight. According to the complaint description, it was reported that the saw intraoperatively failed. The defect occurred during sterile preparation of a hip tep total endoprosthesis. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Investigation results: visual investigation: delivery date of the claimed ga336 is 26.11.2018, the last repair took place in october 2020. The machine was provided in "two" parts, housing shell was detached from the saw head. During the failure analysis, an assembly error was found. The o-ring ta011786 was sheared off, thus a correct positioning of the stator (stator with hollow and bevel gear) with the housing was not possible and the screw connection (screw ring ga670240) became loose. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there is 1 similar complaint against the same lot number(s). Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. It is assumed that it is a repair related error. This special cause is considered as an individual case. We inform the quality coordinator of the aesculap technical service for possible further measures. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference: (B)(4). Update: the sample is decontaminated. It is suspected that the sample was not correctly reassembled during scheduled maintenance in october 2020. Presumably the bonding had not been done according to the instructions.